Manufacturer narrative:
An event of failure to interrogate was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with the implantable cardiac monitor failed to be interrogated. No intervention was made, the patient was stable.